Event description:
It was reported that during a soft tissue fixation procedure, the anchor of the product was unintentionally pulled out following normal usage. The event was identified intraoperatively, and the surgeon used a backup product to complete the surgery. The device was returned with a bent inserter and the reporter could not identify where the bending occurred. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). G2: foreign - the event occurred in japan. The reported event is confirmed for the inserter bend; the reported event is not confirmed for anchor pullout. Visual examination of the returned product identified the device was returned and showed signs of use, with the anchor being discolored. The tip of the rigid shaft is also bent. The anchor is no longer attached to the rigid shaft. The foam insert and sutures remain attached to the handle and appear to be untouched. Product information cannot be confirmed. A review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.